Event description:
It was reported that the customer was hospitalized for one week due to diabetes ketoacidosis. The alarm history was reviewed. The self test was performed and passed, but the customer did not have a tubing clamp available to perform the high pressure test. It was stated that the customer had other issues as bowel/bladder surgery. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.